Event description:
It was reported that patient underwent a hip arthroplasty procedure utilizing an acetabular cup inserter on (B)(6) 2013. During the procedure, the tip of the inserter fractured after the acetabular cup was impacted. The cup was removed and replaced with another acetabular cup; however, the fractured tip of the inserter could not be retrieved and is retained by the patient.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay evaluation results, which was unknown at the time of the initial medwatch. Evaluation of device found evidence that failure mode was due to bending overload.